Event description:
It was reported that during a da vinci si prostatectomy procedure the site experienced a non recoverable system error 5. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field engineering concluded that the system error code 5 experienced by the customer was associated with the generic power distribution (gpd) printed circuit assembly board (pca). The gpd pca converts the 48 volt supply from the power supply to other voltage levels and distributes it as appropriate to the other boards in the surgeon side cart. The system was repaired by replacing the addected gpd pca board. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 5 appears when the da vinci si safety system determines one or more fans are not moving as desired. Upon determining this condition the safety system puts da vinci in a recoverable safe state. As of (B)(6) 2011 there have been no reported recurrences of the issue at this hospital.